Event description:
During morcellating of the uterus, the morcellator ran out of power and stopped working. The surgeon asked for another to finish morcellating the uterus. No negative impact on the patient.what was the original intended procedure?davinci lap total hysterectomy.device #1is this a laboratory device or laboratory test?no.